Event description:
The clinician reports that the day the implant was placed in ada 29 of the patient's mouth, failure occurred upon insertion. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.